Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle insulinx meter is 5 years. As the manufacturing date of this product is 2013, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has ben updated based on the returned product. The reported meter (jamt026-u2481) has been returned and investigated using retained battery and strips. Visual inspection performed on the returned meter and no issues were observed. The reader did not power on with strip insertion and button depression. The reader was further investigated and de-cased. Performed internal visual inspection; no issues observed. There was no component level and faulty component was not identified upon troubleshooting the meter. An extended investigation was conducted. Attempted to power up the returned meter by the home button depression, strip, and usb (universal serial bus) cable insertion; however, the meter did not turn on. Visual inspection was performed on the returned meter pcba (printed circuit board assembly) and observed only one battery (two required to power up the meter) to be returned. Inserted good known batteries into the returned meter. The voltage of the battery, cpu (central processing ), and lcd (liquid-crystal display) was measured and determined to be within specs. There were no physical anomalies identified on the y3 crystal. It was attempted to test the frequency of the y3 crystal oscillator, but no frequency was found. The returned meter failed to power up with the known good y3 crystal. Mix match testing was performed to determine the cause of the reported issued. On the known good board, the frequency of the returning y3 crystal was measured and found to be within specification. Replaced the returned meter's cpu with a known-good cpu and noticed that both the returned meter and the known-good meter powered on and performed as expected. Issue is confirmed to poor cpu solder. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial no) has been corrected to (B)(6) of meter listed in case documentation.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.